Manufacturer narrative:
Concomitant medical products: product ID: 39286-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97792, lot# n534158, implanted: (B)(6) 2015, product type: accessory. (B)(4).

Event description:
The consumer via the manufacturer representative reported that the patient went to work (in a factory) for the first time since implant and was getting zapped. The manufacturer representative ran electrode impedances on (B)(6) 2015 and noted no abnormalities; the manufacturer representative went through the different reference electrodes. It was noted that the patient had only used stimulation for 103 hours per the clinician programmer as of (B)(6) 2015. While the patient was at work, she was feeling stimulation down her legs and all over her body, though the implantable neurostimulator (ins) was implanted cervically for her arms. It got to the point where she started shaking, and the issue went away when she left the building or turned the ins off. It was noted that the patient worked in a metal plating factory -- an environment with "lots of magnetic fields;" this information was relayed to the patient's healthcare professional. The manufacturer representative reported that the healthcare professional will tell the patient to turn off the device while at work. The patient's voltage was turned from .55v to .75v on (B)(6) 2015. On (B)(6) 2015, the patient checked her ins with the patient programmer and it showed an ins battery level of 50%, but then she checked it later and it showed an ins battery level of 75%. The manufacturer representative was advised to discuss the different between ins battery level and patient programmer battery level and make sure the patient was not mistaken when she saw this discrepancy. The manufacturer representative only alluded to one event where this occurred; it was noted that this change was sudden in nature. Follow up information from the manufacturer representative reported that device troubleshooting would be attempted at the patient's work place, if the human resources department approved. No outcome was reported for this event. Further follow up is being conducted to obtain this information. If additional information becomes available, a follow up report will be sent. The patient's indications for use included spinal pain.